Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Healthcare professional confirmed right side "bia-alcl." Pathological marker cd30+ and alk- have been received. Healthcare professional additionally reported "peri-prosthetic fluid, double shell," and "swelling." Treatment provided in the form of device removal and "surgical management." Cytology was performed and the conclusion was noted as "cytological picture suggestive of anaplastic lymphoma associated with a breast implant."

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2019. Diagnosing physician : (B)(6).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "bia-alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's spouse reported right side bia-alcl. Pathology report states ¿focally, the wall is thickened, and an inflammatory infiltrate consisting of cells of varying size is evident." The device has been removed.